Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use. The patient was connected at the time of the alarm and had not disconnected. All bags were properly spiked and connected. There were no open clamps on unused lines. The patient line was properly primed before the patient connected, and there were no patient extension lines being used. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make connections. Proper procedures were reviewed with the cg. The technical service representative (tsr) had the cg cycle the power to receive a system error 2367. Then the tsr had the cg cycle the power to get to 'press go to start' and disconnect the hp. The tsr explained the alarm and advised the cg to contact the patient's nurse about the event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the care giver on (B)(4) 2012. She stated that the patient ended therapy that night. There was nothing unusual noted about the supplies. She had told the patient's nurse about the incident. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, however; the lot number was provided. Therefore, a batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.